Event description:
Caller alleged discrepant results compared with the lab. Caller didn't provide exact inratio and lab results. Caller mentioned the patient had a fatal bleeding episode.

Manufacturer narrative:
Caller didn't provide exact lab and inratio values. Insufficient information available. Per text "yesterday, jan 17th, the patient had a fatal bleeding episode." This is an adverse event case. Products will be tested when returned.